Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Customer reports treating low blood glucose symptoms with raisin bread and a piece of cheese. Customer then received results of 24.2 mmol/l and 5.2 mmol/l within 10 minutes on the aviva system. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.